Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgery procedure was performed, during which it was noted that the device was performing as expected: therefore, the physician suspected the incontinence was caused by an urethral atrophy. All components were removed and replaced with no further patient complications. There were no device issues reported.